Manufacturer narrative:
Received 1 used silicone foley catheter only. Per visual inspection, no obvious defects were noted. Per functional evaluation, the balloon was inflated with air and deflated then a cuff roll was formed. After that, a mixture of 5ml of water and blue methylene was introduced with a syringe. The catheter was left for 3 minutes resting on a flat surface. During the test, the catheter deflated by itself and a cuff roll was formed. The following dimensional evaluation was performed: active length was measured per dwg8070 specification is 0.4¿ to 0.6¿ and results are as follows: short side= 0.4515¿, long side=0.4585¿. The catheter was found within specification. The reported event was confirmed as cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while the registered nurse was trying to remove the indwelling foley catheter, she felt resistance. The registered nurse confirmed that the balloon was completely empty. The catheter was able to be removed without injury or harm to the patient. The registered nurse stated that, to remove the catheter, she manipulated the catheter by pushing in and then pulling it out gently. Then turning it slightly and retracting the foreskin. The patient was paralyzed so there was no clamping down on the catheter. The balloon was not pierced to be removed. It delayed procedure by a minimal time of ten minutes.